Manufacturer narrative:
This incident is being recorded under (B)(4). G2: foreign (B)(6). E1: telephone (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that outside of surgery the dermatome did not function properly and cut the skin graft badly. There was no patient involvement. Diligence is complete as no additional information was noted.